Event description:
Customer reported that they were attempting to enter their blood glucose readings and the numbers on the insulin pump begun to ramp up. Customer then received a button error alarm. Customer's blood glucose reading at the time of the call was 392 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.